Event description:
On 8/22/85 an aus device was implanted. On 5/16/95 the ballon and pump were revised. On 10/24/95 and 9/6/96 the cuff was revised. On 1/6/97 the device was removed from the pt due to infection.